Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a prostyle device with a 6f sheath after an endovascular treatment. Reportedly, the suture was not retrieved after plunger removal for both devices. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulty and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced is filed under a separate medwatch report number.